Manufacturer narrative:
The coils were not returned for analysis, as they were implanted in the patient. Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the devices occurred during the treatment procedure. There is no evidence suggesting that the devices were defective, but rather a procedure related event. Based on the reported information, it is unknown what caused the vasospasm or if additional medical intervention was given. The death was reported to have occurred from the vasospasms. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel, is a commonly recognized adverse event that may complicate an endovascular procedure by limiting distal blood flow. Aneurysm rupture, hemorrhage, vasospasm, and death are known inherent risks of the endovascular procedure and are documented in the instructions for use. Linked events: 2029214-2017-00971. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: waffle-cone technique with solitaire¿ ab remodeling device: endovascular treatment of highly selected complex cerebral aneurysms". Vojtech sychra, joachim klisch, maren werner, christian dettenborn, alexander petrovitch, christoph strasilla, rüdiger gerlach, steffen rosahl, markus holtmannspötter medtronic received report the following case reports where a solitaire ab and axium coils were used for treatment bifurcation aneurysms. The patient presented with sah iii due to a ruptured complex and broad-based acom aneurysm. She had an occlusion of the right internal carotid artery. However, it was impossible to path the aneurysm through the acom into the right a1 or a2 segment and therefore no cross-stenting and no balloon remodeling were possible. After placement of the neurovascular remodeling device, the aneurysm was occluded with seven axium pgla coils. The occlusion grade was raymond class 2. Note that there was periprocedural rupture during the application of the last loops of the framing coil but without significant bleeding, as demonstrated in post-procedure CT scan. However, the patient died due to excessive vasospasm several days after treatment.